Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. The analysis for the instrument found that is was returned non-functional. The instrument was cycled and would not feed the clips. In addition, it was difficult to rotate with one hand. Upon disassembly of the instrument, the lockout post was broken and the anti-backup teeth were worn out. However, no conclusion could be reached as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.